Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, cracked retainer. Cosmetic damage was confirmed at retainer ring during analysis. The pump did not meet specifications due to a corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage (physical or cosmetic) to the insulin pump and retainer ring was damaged. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product mmt-1712k was returned for analysis.